Manufacturer narrative:
On 21 apr-2017, the fse was dispatched determined that is was a conjugate reagent and cup lot number missmatch for tpo. Customer corrected vial error and the aia 2000 is functioning as intended. The probable cause of the event was a bad wash agent. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017 the customer reported on the aia-2000st sn# (B)(4), the error 3009 test cup shortage. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.